Event description:
The home healthcare company reported, "vent shut down on a patient and now will not turn on". A biomed technician reported, "a screw was rolling around on the inside of the vent that came out of the motor board". No allegation of patient harm.